Event description:
It was reported that the new colonovideoscope had a black residue on the inside of the channel. An olympus bw-4t2t cleaning brush was used during the manual cleaning, and following unboxing, the cleaning brushes were found to be clear and free of debris. However, after a steris resi-test was completed, the brush was found to have black debris present. The customer was instructed to repeat manual cleaning, where the endoscope was brushed an additional three to four times until the residual debris was found to be removed. This event occurred during device reprocessing; there was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.